Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to fluid loss caused by the tubing between the pump and cylinders being compromised. There were no patient complications.